Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Although no device related issues were reported, the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. No further details could be provided due to the hospital's patient privacy laws. Based on a review of available patient¿s record, there were no device issues at the time of the death. The death was not considered to be device or therapy related.